Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found in safety mode during follow-up. It was also mentioned that the patient showed clinical worsening with dyspnea, which coincided with the remote control monitoring detection of the safety mode. The crt-p was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.